Event description:
It was reported that a catheter issue occurred. Ascular access was obtained via anterior tibial pedal approach using a 7fr sheath. The target lesion was located in the moderately calcified and non-tortuous posterior tibial artery (pta). Pre-dilation of the anterior tibial artery (ata) and pta was performed using a 3.00 x 200 sterling balloon. The opticross 18 imaging catheter was advanced over a v-18 wire for intravascular ultrasound (ivus) examination of the target lesion. Navigation of the confluence of the ata and popliteal artery was required. Ivus was performed in the pta with no issues. Once the catheter came around the horn into the distal popliteal artery, catastrophic wrapping occurred while in a straight segment of the ata. The catheter seized on the wire and was damaged at the distal end of the sheath. A buddy wire was placed and the entire catheter, wire, and sheath were removed. A new sheath was placed and the procedure was completed with a final balloon inflation. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted. Visual inspection showed the sheath assembly was kinked. The reported issues can be confirmed.

Event description:
It was reported that a catheter issue occurred. Vascular access was obtained via anterior tibial pedal approach using a 7fr sheath. The target lesion was located in the moderately calcified and non-tortuous posterior tibial artery (pta). Pre-dilation of the anterior tibial artery (ata) and pta was performed using a 3.00 x 200 sterling balloon. The opticross 18 imaging catheter was advanced over a v-18 wire for intravascular ultrasound (ivus) examination of the target lesion. Navigation of the confluence of the ata and popliteal artery was required. Ivus was performed in the pta with no issues. Once the catheter came around the horn into the distal popliteal artery, catastrophic wrapping occurred while in a straight segment of the ata. The catheter seized on the wire and was damaged at the distal end of the sheath. A buddy wire was placed and the entire catheter, wire, and sheath were removed. A new sheath was placed and the procedure was completed with a final balloon inflation. There were no patient complications reported.